Event description:
Kimberly-clark received a report from (B)(6) stating, ¿the universal kit package is not sealed. The problem was identified when we took the product out of the box, the other packs were sealed.¿ kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. One sample was returned and appeared unused. The returned pack was partially open on one side, and a seal mark appeared suggesting that the pack was previously sealed.information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.